Event description:
On (B)(6) 2009, the patient reported experiencing elevated blood glucose of 400 mg/dl since (B)(6) 2009. Her normal blood glucose range is 70-150 mg/dl. Symptoms of elevated blood glucose are nausea and exhaustion. She drank water and bolused through her infusion device in an attempt to lower her blood glucose. On (B)(6) 2009, she noticed blood at her infusion site in the cannula upon removal. She stated that when the infusion site was initially inserted, she did not pinch her skin up. After she changed the infusion site, her blood glucose lowered to 200 mg/dl but remained elevated. Troubleshooting did not reveal any product issues. Upon follow up on (B)(6) 2009, the patient reported that her blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.